Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a guidewire was passed through the lesion, dilation was performed with a 2mm x 40mm x 145cm coyote es balloon catheter. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.